Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Subsequently, the customer experienced an elevated blood glucose (bg) ranging from 360 mg/dl to "high". A specific bg value was not provided. At the time of troubleshooting customer had not yet addressed bg. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer performed a supply change to address the issue.